Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue occurred on (B)(6) 2014. The patient detailed that he manages his diabetes using an insulin pump and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient detailed that he developed symptoms of ¿sweating, dizziness and a lack of awareness¿, seven to ten days after the alleged product issue, however denied receiving any treatment. During troubleshooting the cca noted that issue was resolved after educating the customer on correct testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of severe hypoglycemia after the meter issue occurred.